Event description:
The patient contacted animas on (B)(6) 2013 reporting that they woke up with a blood glucose (bg) of 352mg/dl with slight dizziness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they primed the pump and insulin is dripping out and not coming out in a stream. Customer support (cs) advised the change tubing and same thing occurred. This report is being made due to the prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: loss of prime with non-zero force verified in black box. No loss of prime during investigation. Force sensor calibration reading was high (see step 16). Opened pump and removed from case. Force sensor resistance reading was 7.1k ohms. Bolus button was torn, but functional.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was loss of prime with non-zero force verified in black box. There was no loss of prime during investigation. Force sensor calibration reading was high. The bolus button was torn, but functional. The date the device was returned was (B)(4) 2013 not (B)(4) 2013 as previously reported.